Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 24. October 2016 email received. The scrub nurse is now okay having been to an ophthalmologist. He had a scratch on his cornea. The drill bit had struck him and stuck in him at the outside end of his eye and caused a bleeding. The nurse was wearing eye protection when it happened the second time. The patient was on the table while this went on, half an hour delay. Successful completion when a different power system was used.

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a sterile clean drill bit was mount by a scrub nurse into a non-synthes core drill. The scrub nurse then tested the drill and the drill bit snapped and went into the nurse's eye. The drill bit was embedded in eyelid of the nurse. The nurse had a bruised retina, but there was no long term injury. The drill bit broke at the j latch. A second drill bit also broke during the procedure. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Expiration date and UDI: (B)(4). Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: october 22, 2015. Expiry date: october 01, 2025. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the drill bit was received broken. According to the technical drawing and the manufacturing documents the drill bits are made of stainless steel 1.4112. This martensitic steel is a hardenable stainless steel used for surgical instruments. Small portions of each drill bit (a and b) were sectioned and prepared into transversal and longitudinal microsections and it was found the microstructure of the drill bits were in compliance with the international standards for surgical instruments made of stainless steel. Hardness measurements were carried out and were within specifications. The dimensions of the investigated drill bits (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer. When examined the broken drill bits under the light microscope mechanical damages were observed on the surface. The damages on both drill bits appeared to be similar in dimension and shape (roundish) and were unilateral. No further damages were observed on the opposite sides of the drill bits. The surfaces of the drill bits were investigated using the scanning electron microscope. Thereby a material smearing and a kind of grooves were documented on the surface of the damages. The grooves ran into the same direction. Due to the fact that the fracture surfaces were in good conditions in the area of the damages, it is likely that the damages were caused first and are not an effect of the fracture behavior. The fracture surfaces showed overall a forced fracture with dimples. Based on the results of the metallographic examinations and the hardness measurements a failure caused by a material defect can be excluded. The source of the mechanical damages could not be clarified. However, it might be the cause of failure due to the notch effect and cross section reduction. In general hardened steels are characterized by high cutting performance and low ductility. The low ductility led to a forced fracture behavior especially in combination with a notch effect caused by a mechanical damage. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the supplier of the drill bits made an evaluation based on the findings above (and the previously reported product development evaluation) to find out if the observed damages could occur during the manufacturing process. The completed procedure was reviewed and no step could be identified, where such damage could occur. In addition these drill bit do pass a 100% visual inspection before packaging and there such damage would have been detected. Finally we are not able to define, where, when or how the described damages occurred and what role they finally played for the breakage. At last we are based on the provided information not able to determine a root cause of this occurrence, different factors or a combination of different factors, like the used drill system, handling or a damage of the drill bit, e.g. During transportation may have caused the breakage. No product related issue could be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development event evaluation was completed for part # 03.130.201s, lot # 18295. Two drill bits were received broken. One of the drill bits was missing the tip. It was not possible to reproduce the failure mode described in the complaint description. The drill bit breakage could only be broken by hitting the drill bit on the working bench. It is considered as product misuse by accidental mishandling of the device. Since the complaint does not provide enough information about the event and how the drill bit was broken, no further product development investigation can be performed. Nevertheless, based on the information provided, following can be concluded: all operating room personnel must wear eye protection. Synthes has not tested the compatibility of the synthes cutting tools with power tools provided by other manufacturers and assumes no liability in such cases. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.